Event description:
A 28 mm diamter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 120 mm. The aneurysmal neck was reported to be 1 cm in length and angulated. Vessel morphology is unk. It was reported that a radiopaque ruler was not used during the procedure. It was reported that the bifuracted stent graft was pulled down by the runners during runner retraction. An aortic cuff was implanted to ensure an adequate seal. Final angiorgam demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.